Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was diagnosed with ischemic stroke. There were no changes to patient condition or anticoagulation status that may have contributed. The patient had symptoms of less movement on one side. Thrombectomy was done and the patient recovered well. The strike was considered to have resolved.

Manufacturer narrative:
A. Patient information not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for the 3rd time because of a neurological stroke. The patient reportedly did not feel well around noon and was admitted thereafter. The international normalized ratio (inr) level was around 2.5 and was on aspirin. Log file analysis was requested about the rotor noise. There were no unusual events recorded in the event log file history. There were no notable rotor noise values recorded by the log file during the history.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log files showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.